Event description:
It was reported that while attempting to treat a chronic total occlusion in the mid lad with another co's device, a dissection was noted. The tristar was implanted to treat the dissection. One hour later, thrombosis was noted. The thrombosis was treated with a balloon catheter.